Manufacturer narrative:
Internal complaint reference number: (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. According to additional information received, it was confirmed the electrode did not break, instead it eroded. Electrical melting is a normal and expected condition of wands performance upon creating plasma. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a tonsillectomy and adenoidectomy, the evac 70 xtra coblator ii wand´s metal electrode wire was eroded. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been heavily used. Two electrodes have been eroded away. Bio debris is present. The wand is bent from use. The black shrink wrap is deformed at the distal edge. Product was out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) using the device as a lever to enlarge surgical site. (2) mechanical displacement of tissue through applied force. (3) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tonsillectomy and adenoidectomy, the evac 70 xtra coblator ii wand´s metal electrode wire was found fractured. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).